Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. While retracting a pod coil for re-positioning in the target vessel, the coil unintentionally detached in an unwanted part of the splenic artery. However, the physician decided it was not necessary to retrieve the pod coil. The procedure was completed using non-penumbra coils and the same microcatheter.